Event description:
It was reported that the customer had issues during prime/rewind and the insulin pump alarmed during the manual prime process. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the buttons were unresponsive as a result of a flattened dome switch on the activate button. A loose motor support disk was noted during visual inspection. Unable to confirm the alarms due to the keypad anomaly.